Manufacturer narrative:
H10: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. Visual inspection was performed and a single white elongated polymeric appearing particle, morphologically consistent with fill port material was observed inside the fluid pathway of the container. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. It was further reported that the particulate matter "resembled a string-like filament". The issue was identified during prior to patient use a the compounding pharmacy. There was no patient involvement. No additional information is available.